Manufacturer narrative:
The technician found that all brake casters are ratcheting while in brake mode. The technician replaced all brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the brakes will not hold. No pt injury reported.